Event description:
Appro 8 months post implant, md attempted to remove im nail from pt's femur. The extractor adaptor appeared to cross-thread when engaging the nail. The adaptor pulled through the threads on the im nail when removal was attempted. The nail was left in the femur.